Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be due to the patient using a minicap with a protruding sponge. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with an unspecified intravenous antibiotic (medication, dosage, frequency, and duration not reported) for the peritonitis event. Four days after onset; dianeal therapy was discontinued, the peritoneal dialysis catheter was removed, and the patient was temporarily placed on hemodialysis therapy. The patient later discharged from the hospital and reported to have recovered from the peritonitis event. On an unknown date in the same month as the hospitalization for peritonitis, the patient was discharged from the hospital. At the time of this report, dianeal therapy had been reinitiated. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.